Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) assembly was returned for evaluation. The battery was charged for 6 hours and failed the load test after 13 seconds. New batteries were installed and changed for 6 hours and the load test passed. The batteries did not hold a charge. An electrical failure was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would display an error message or patient information would be deleted after unplugging the imaging system from a known operational outlet. There was no patient present when this issue was identified. No additional information was provided.